Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's father reported customer has issues with her sensors. Customer has woken up with the sensors sending the insulin pump into threshold suspend while customer is not low. Customer's blood glucose was 120 mg/dl the last time this happened. Customer just calibrates the sensor again and it works fine after that. Customer's father declined troubleshooting and will call back if the issue recurs. The device also has a few scratches on the screen, but it is still readable. Nothing further reported.